Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized with diabetic ketoacidosis. The reporter stated that the patient was treated with intravenous insulin and was transferred to a second hospital for further treatment. The reporter indicated that the pump was emitting multiple loss of prime warnings during the week. The reporter confirmed that the site, set, and cartridge were changed with the loss of prime alarms. The reporter stated that the patient was discharged from the hospital on the pump and the pump continued emitting loss of primes. The reporter stated that the site and set were changed out and the pump continued with loss of prime warning. The patient confirmed no known alarms related to the event and confirmed that the pump was not rebooting. The cartridge filling technique was reviewed and confirmed that the cartridges were filled per the instructions for use. The reporter stated that they did not believe that the pump was to blame for the blood glucose levels as the patient had a history of poorly controlled diabetes. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis and the reported loss of prime issue could not be ruled out as a contributor to the patient¿s event.

Manufacturer narrative:
The cartridge was evaluated by product analysis on 10/31/2013 with the following findings: the cartridge has not been returned. During investigation, a reserved sample from the same lot number was tested. No product was returned for investigation. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no leaks observed from the luer connection, o-rings, or other parts of the cartridge and no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.